Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6)2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a large direct and indirect hernia defects were identified both the hernias were dissected out of the cord structures. The hernias were reduced. The lipoma was excised. A perfix plug with onlay patch was placed and secured using sutures.¿ (B)(6)2020 - patient was diagnosed with chronic pain and exposed left groin mesh thereby underwent laparoscopic repair with partial excision of perfix plug. Per op notes, ¿the prior plug was noted, and it was partially seen as exposed intraperitoneally. The mesh was densely adherent to sigmoid colon. Dense adhesions to the plug to colon is the source of pain. The sigmoid colon was dissected from the mesh. The exposed portion of mesh was excised and removed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., ), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.